Manufacturer narrative:
(B)(4). (B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: how many needle breakage intra op occurred during the procedure? One. Lot numbers for each product codes w8400? Unknown. Device return status? For the moment the device could not be shipped back due to covid-19.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. During the procedure, the needle broke when sewing. Changed another one to complete the surgery. There were no adverse patient consequences. No additional information was provided.